Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found kinked upon removal from infusion site. The batch 6005753 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6005753 were previously tested in complaint (B)(4) on 05/jun/2025. Device history record (DHR) review: packaging lot: the lot 6005753 was packaging according to the work instruction (wi) version 111, in the line inset 9, on 08/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 15-jul-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6005753 and one other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula issues, harm reportable, no defect on tests, no non-conformance (nc) raised during production, another one complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to kinked cannula leading to hyperglycemia. The blood glucose level was 570 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.